Manufacturer narrative:
Combination product: yes, the devices were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing process for these devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. The ICD functioned as expected. Due to the high rv signal amplitude (capture response) after the rv pace, which was given after the sense amplitude measurement was completed, and the low signal amplitude of the subsequent rv sense pulse, the rv sense was not detected by the automatic sensitivity control, as specified. The automatic sensitivity control adapts to the maximum capture response (16 mv in episode 19). The upper threshold remains at 50% of 16 mv (8 mv) for 400 ms and then switches to the lower threshold (25% of 16 mv, 4 mv). Subsequently, the threshold decreases by 12.5% every 156 ms. Consequently, the rv sense amplitude was 3 mv, thus below the minimum threshold (3.5 mv) and was not detected. As a result, the second rv stimulus was delivered into the t-wave and led to vf induction. This last was terminated with a 40 joule shock delivery. For reducing the possibility of undersensing after pacing, the ¿post pace t-wave suppression¿ can be set to ¿on¿, which sets the upper threshold after rv pace to a fixed value of 3 mv. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed regular devices manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction.

Event description:
Ventricular under-sensing was reported. During exercise, the r-wave was under-sensed, leading to rv pacing after a prolonged av delay. This resulted in pacing on the t-wave, which triggered ventricular fibrillation and subsequently required a shock. Analysis of the device data revealed this is likely due to the high rv signal amplitude (capture response). Lead remains implanted. Should additional information be received this file will be updated.